Event description:
Reporter indicated that patient can no longer feel stimulation, has no voice alteration, does not feel magnet stimulation, and has had an increase in seizures. No longer able to interrogate device.